Event description:
It was reported that the patient was implanted for parkinson¿s disease, but had a known nickel allergy. The patient¿s new healthcare provider (hcp) was thus requesting information on the system and nickel allergies. Following the implant the patient was admitted to the emergency room (ER) with neurological symptoms including changes in unilateral tremor. The time between implant and ER admission was unknown. The only additional information known was that the patient was doing better and receiving therapy.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).